Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2010, inratio: 1.8, lab: 3.02. No heparin, lovenox, amiodarone. Abx taken after blood draw. No cancer, anemia, aps, lupus. Has been on coumadin since (B)(6) 2009. No change in rxs / otcs. No adverse trends in diet and exercise.

Manufacturer narrative:
Investigation pending.